Event description:
The customer reported the generation of erroneously high ion selective electrolyte (ise) patient results including sodium (na), potassium (k) and chloride (cl) on their au680 chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter hotline initially assisted the customer via telephone. The customer found bubbles in the buffer syringe. Beckman coulter field service engineer (fse) was dispatched to evaluate the au680 analyzer. Prior to fse arrival, the customer had changed the buffer syringe and the issue was resolved. No further issues were reported. Information not provided by customer. The beckman coulter internal identifier is (B)(4).